Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) was verifying they needed to end therapy as the patient at home guide stated. The technical service representative (tsr) stated yes that air got into their supplies, and they would need to end therapy. The hp stated they did not disconnected at any time and there were no leaks in any of the bags. The hp was told to call their nurse in the morning. The hp would end therapy and do manual supplies. This writer contacted the home patient (hp) (B)(6) 2011 regarding reported problem. The hp stated for that night they just ended therapy. The hp stated at the time of the alarm there was nothing unusual or different noticed with the supplies. They do not have any samples available for further evaluation, and they do not recall the lot numbers of the supplies. The hp stated therapy has been going okay otherwise. However, they stated they have some sort of tunnel infection. This writer then contacted the hp's pd registered nurse (rn) regarding the infection and they stated that it is peritoneal dialysis related but not associated with baxter product. The pd rn stated that the infection was due to their catheter, and the catheter site. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.